Manufacturer narrative:
An investigation was performed on the reagent kit lot and no product problem was identified. Based on the information and data provided and the investigation performed there is no indication the product is not functioning as intended. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results for a known positive sars-cov2 reference sample. A customer from (B)(6) alleged one false negative result when testing a known positive sars-cov2 reference sample on the cobas ® sars-cov-2 & influenza a/b assay analyzed on the liat system during a correlation study. On (B)(6) 2021, discrepant result for a known positive sars-cov reference sample, when analyzed on the liat negative results were reported. The affected sample is a known weak positive sars-cov-2 used for correlation study in preparation for lab accreditation. The same sample was positive in competitor genexpert with a CT value of 41. The sample was collected using throat saliva in 1:1 utm. As per the method sheet, collect specimen using a sterile flocked swab with a synthetic tip according to applicable manufacturer instructions and/or standard collection technique using 3 ml of viral transport media or sterile 0.9% physiological saline. The investigation to assess the customer allegation did not identify a product problem.